Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead due high impedance. The alert was switched off and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable cardioverter defibrillator (ICD) 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was high resistance/impedance. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2009. Weekly pace lead trend data shows an increase for min and max right ventricular (rv) pace impedance of 984 to 2064 ohms peak between (B)(4) 2009 and (B)(4) 2010.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.